Event description:
During a lap gastric bypass procedure, after firing the device, surgeon noticed incomplete donuts. After inspecting the gastro-jejunostomy, surgeon observed that the anastomosis only had staples 3/4 the way around. The surgeon hand sewed the anastomosis and completed procedure as normal. There was no pt consequence. One device will be returned.